Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator screen became inoperable. There is no information regarding the patient being transferred to another ventilator. Additional information has been requested. There is no report of death or serious injury associated with this event.